Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. The companion sample that was returned had no apparent defects; however, testing was unable to be performed due to the size of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced bleeding at the suture sites (every needle site) and a large hematoma while undergoing a surgical procedure in which vascu-guard was used. The patient underwent a left carotid endarterectomy with patch angioplasty due to carotid stenosis. It was reported that the vascu-guard patch was soaked in nacl (sodium chloride) before use. No antibiotic was used while soaking the product. During the procedure, there was brisk bleeding noted from the suture holes after the product was attached. A total of 75mg protamine was given to reverse the heparin and an unspecified amount of topical hemostats were applied (bioglue and surgicel). The total estimated blood loss was reported as 150ml. The patient developed a large hematoma and required an hour and a half of additional surgical time due to the issue. No further information was provided regarding the outcome of the patient. No additional information is available.